Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. A 2.5x20mm apex over the wire was used to treat a lesion in an unspecified vessel. On the first inflation the balloon was inflated for 10 seconds and ruptured at 12 atmospheres. The balloon was removed intact. The procedure was completed with a different device. The patient status is listed as "no problem" with no complications reported. This deice is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.